Event description:
It was reported that failure code ¿95¿ was noticed in a flogard infusion pump. It is unknown when the reported condition was occurred. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The actual device was evaluated at customer site. According to the alarm history review, there was no evidence of the reported problem. No defect was observed during visual inspection. Functional test was not performed as the device can¿t be turned on. The device would not turn on due to a damaged cpu board. A damaged cpu board can also cause failure code ¿95¿, therefore the customer reported problem will be confirmed. The assignable cause is damaged cpu board. The device was swapped due to lack of parts. Should additional relevant information become available, a supplemental report will be submitted.